Manufacturer narrative:
The customer reported that their central nurse's station (cns) will boot up with the (B)(6) os startup, but it will stay stuck there and not fully load into desktop. No harm or injury was reported. They will be ordering new hdd's in order to mitigate this issue.

Event description:
The customer reported that their central nurse's station (cns) will boot up with the (B)(6) os startup, but it will stay stuck there and not fully load into desktop.